Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. The delivery device was broken and in pieces as received. Functional testing could not be performed due to the condition of the delivery device and because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no repeat procedure was performed and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.